Manufacturer narrative:
The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Investigation summary: it was reported a black cloud is leaching into the silicone gel. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material#: 302832. Batch#: unknown. Verbatim: I left an issue on your cell. I am shocked at the issue unless bd has sacrificed at the altar of china manufacturing perhaps. The plunger material I have asked this question before. It is leaching something from it into a silicone gel. A sort of black cloud. So what is the plunger material made of? It is the 10 ml lock leur bd syringe. The dow sylgard dc-527 is the gel. We are running a quick test on an alternate brand to compare and contrast. My cell is xxxxx for fastest discussion. Now I am concerned whether in the past 5 years you have changed the materials, its prep of your 30 ml lock leur syringes.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up. It was reported a black cloud is leaching into the silicone gel. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.